Event description:
It was reported that during a pci/stenting procedure, the maverick2 monorail balloon ruptured at 12 atms. (The number of inflations and to what atms is unknown). The lesion being treated was a calcified 90% stenotic lesion in the lmt to mid lad. Cypher stents had been deployed, overlapping from the lmt to the mid lad. The maverick2 monorail balloon ruptured after crossing the lesion. No patient injuries or complications were reported. Patient status is listed as "good."